Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: during investigation, a visual inspection of the pump revealed no damage or cracks in the battery compartment, cartridge compartment or pump case. The battery cap and test cartridge cap were able to fit securely to the pump. The complaint of a cracked/damaged casing issue was not observed. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.